Event description:
During a laparoscopic supracervical procedure, the doctor was using the lyons dissecting forceps on the uterus when half the jaw broke off. An x-ray of the kidneys, uterus and bladder was done at the end of the procedure and the piece was seen in the pelvis. The surgeon and resident were not able to retrieve the piece. They called in another surgeon to retrieve the piece with no success. A fourth surgeon was called in and a second kub was done with fluoro, this was successful in retrieving the piece, with no pt harm.

Manufacturer narrative:
Visual inspection confirmed that the jaw had fractured off the device. The fractured jaw was returned with the device in a separate specimen jar. The heat shrink around the hub was removed to expose the hub. The hub remains intact. The fractured jaw piece was placed back into the part of the jaw that remained on the end of the device, there were no pieces missing, all parts are accounted for. The orientation of the fractured jaw appears twisted or bent when compared to the other jaw. This type of failure is not related to the MFR of the device. The failure mode has in the past been attributed to excessive force or rotational torque being applied to jaws by the user. We will continue to monitor the complaint data base for further occurrences.